Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm vista volite xc. The patient experienced a ¿blood vessel embolism¿ a week later. The patient was treated that day with hyaluronidase. The ¿redness¿ did not subside easily due to vasodilation. The next evening, the patient was examined, and the event had improved but not fully recovered.

Event description:
Additionally, it was reported that the patient was injected in the left cheek with 0.025 ml of juvéderm vista volite xc. The event resolved two weeks post-onset.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4, h6